Manufacturer narrative:
(B)(4). Implant date: unknown date, 2008. Concomitant medical product - unknown discovery humeral condyle kit, part# unk lot# unk; unknown discovery humeral stem, part# unk lot# unk. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinical patient underwent an elbow revision due to loosening of the ulnar component and peri-prosthetic fracture approximately four (4) years post-implantation. A longer ulnar stem was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through x-ray statements from the surgeon. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.